Event description:
The dexcom g6 has been providing false readings. My sensor read 58 when I was actually 100, thus my pump giving me additional insulin that I didn't need. This has happened multiple times during the past 6 months and affects my quality of life.